Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies found. However, it was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant, and the lead was stretched.

Event description:
It was reported that during an implant attempt, there was difficulty advancing the lead. It was also reported that after several attempts, the lead was explanted. Upon visual examination, it was noted that the helix was past the tip even though they did not rotate the helix mechanism prior to implant. The lead was replaced. No patient complications have been reported as a result of this event.